Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to an open pulse wire. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.